Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during routine replacement of this cardiac resynchronization therapy defibrillator (crt-d), the rate/sense portion of the right ventricular (rv) lead was unable to be removed from the device header. Boston scientific technical services (ts) discussed troubleshooting options. The lead sustained damage to the insulation and was cut and surgically abandoned and replaced. The device was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed that the header was separated from the device case and noted that the pace/sense portion of the rv lead was stuck in the rv lead barrel, a portion of an is-1 lead connector was stuck in the ra lead barrel, the seal plug was missing from the rv ring, a broken wrench was in the rv ring setscrew and the ra ring setscrew was stuck in the down position, all other setscrews were noted to be in the down position and moved freely and the df+ and df- lead barrels had been cut away. Evidence indicates that the loose header was caused by external stress during the explant procedure when difficulties extracting the leads from the header were encountered. Once the setscrews were confirmed to be in the up position, the leads that were still in the header were able to be pulled out. The damage to the header and setscrew terminal blocks were induced during the explant procedure.